Event description:
It was reported that an ilet user experienced high blood glucose following a recent meal announcement, with the user believing the announced meal size was incorrect; the infusion set in use was noted and no device alarms occurred, and the issue involved user interaction with the device¿s user interface. Symptoms included hyperglycemia reaching 232 mg/dl and malaise. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically announcing an incorrect meal size in relation to carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.